Event description:
Per anvisa notification: during the development of their activities it was reported that a health professional observed air leakage from the faucet connection and when removing it, there were cracks and/or broken parts. The patient was in ICU treatment. No patient injury. Additional information received by email on (B)(6) 2023, reporting that this lot is no longer available in stock.

Manufacturer narrative:
Other, other text: g5: 510k number is unknown, no product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information: d4 - expiration date and h4 - manufacture date h6 - evaluation codes: updated device evacuation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.